Event description:
The customer reported that her blood glucose was 53mg/dl early in the morning and she drank milk; then almost three hours later her blood glucose went up to 394mg/dl, and suddenly dropped to 57mg/dl. The paramedics were called to assist her. Troubleshooting was performed. The customer stated that the drive support cap appears normal. The caller stated that when the weather changes her blood glucose drops drastically. Reviewed the programming and priming technique and they were correct. The reservoir was showing the same amount of insulin as shown on the status screen. During the call, it was found that the customer had other two low blood glucose emergencies and the paramedics also were called. The customer stated that she is currently working with her doctor. The bolus history was reviewed and found that the customer bolused twice during night. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.